Event description:
The facility reported an infusion pump that failed and battery needed to be removed. This event reported to have occurred occurred during patient use. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 23, 2007. Evaluation summary: evaluation was performed and the reported condition was confirmed due to depleted batteries. Failure code 199:117:307:0000 was found in the event history due to depleted main batteries. The main betteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.